Event description:
It was reported, the patient presented in clinic for follow up. Upon interrogation, it was discovered, that the pacemaker was in back up mode. The patient experienced discomfort with the backup pulse. The pacemaker could not be restored. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with output showing backup mode and no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.